Event description:
The surgeon had performed a makoplasty partial knee arthroplasty procedure on (B)(6) 2012. More than six months after the procedure, the surgeon's performed a total knee revision, due to the patient's persistent pain. The surgeon was satisfied with patient x-rays and implant fixation, but could not guarantee an end to the patient's pain without a total knee revision. The surgeon left the patellar component in place.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regard to the event. The surgeon felt patient x-rays and implant alignment were satisfactory. He suspected lateral osteophyte overhang as the cause of the patient's pain, and did not feel the need for revision was related to the patellofemoral component he explanted.